Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient has recovered from peritonitis (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with meropenem injection (1gm, twice daily, intraperitoneal, discontinued after 5 days) for peritonitis. Five days after the event onset, the pd catheter was removed, pd therapy was temporarily discontinued and the patient was transferred to hemodialysis. Eight days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering from peritonitis. No additional information is available.